Event description:
It was reported that a dissection occurred. A percutaneous coronary angioplasty was performed on a right coronary artery (rca). A 12 x 3.00 promus elite stent was deployed in the rca. Following deployment and post dilation, a type c distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 32 x 2.5 promus elite stent was deployed distal to the first stent, overlapping it and covered the edge dissection. It was noted that the dissection was likely caused by the post dilation balloon. The procedure was successfully completed, and the patient was reported to be stable and fully recovered.